Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, on (B)(6) 2014, patient underwent a revision due to a periprosthetic fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - december 2013, date explanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.